Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900053 was manufactured on 02/04/2019 a total of (B)(4) pieces. Lot was released on 02/14/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel. The next clip was out of position in channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred , and the rotation tab became bent due to the second clip pushing into the tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw was bent. The first two clips being out of position, double feed, and bent rotation tab are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The sample was returned with the first two clips out of position in the channel. Upon functional inspection, a double feed occurred which bent the rotation tab. The first two clips being out of position, double feed, and bent rotation tab are all indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.